Manufacturer narrative:
The ge service rep received and replaced the left hand monitor. The system operates as intended.

Event description:
The customer reported that the left hand monitor went black during a case. The system was rebooted and system operated properly. The case was completed. No patient injuries were reported.